Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after finishing the cut of the catheter with the blade which is inside of the box, the blade stops and it has to be broken. Then it was necessary to finish the cut with scissors. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and analysis was performed and no anomalies were found. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. Visual summary indicated the catheter was damaged during use. The slitter was not returned with the catheter. The model or the condition of the slitter could not be determined. The slitting appears to be off-course beginning at the handle. The catheter was received in two pieces. The catheter was received with severe ¿during use¿ damage.